Manufacturer narrative:
On (B)(6)-2021, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The valve was broken. Valve was broken when the sheath was setup. Sheath was changed to new and the procedure was ended. The procedure was completed without patient's consequence. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the carto vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of mechanical damage. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device 00001638 number, and no internal action was found during the review. Due to the conditions of the hemostatic valve, an internal action was opened. It should be noted that sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)

Manufacturer narrative:
On 14-oct-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The valve was broken. Valve was broken when the sheath was setup. Sheath was changed to new and the procedure was ended. The procedure was completed without patient's consequence. Additional information: the hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).